Event description:
It was reported to the MFR that high impedance was observed so the vns pt was going to have a lead revision surgery. It is unk if any pt manipulation or trauma occurred. It is unk if any x-rays were taken prior to surgery. Good faith attempts to obtain additional info regarding the event have been unsuccessful to date.